Manufacturer narrative:
Continuation of d10: product ID: d-evprop23-29 (lot: 0012490476); product type: 0195-heart valves; product ID: l-evprop23-29 (lot: 0012399243); product type: 0195-heart valves; product ID: gwbc30 (lot: 92106989); product type: 0193-guidewire; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implantation (tavi) procedure with the evolut 26 valve, pre-dilation was performed with a non-compliant balloon, size 18 x 40. Following implantation of the valve, the patient experienced hemodynamic instability with low blood pressure and subsequently suffered cardiorespiratory arrest. Resuscitation maneuvers were performed. Echocardiography confirmed left coronary occlusion, and coronary catheterization was conducted and a chimney stent was implanted. An intra-aortic balloon was installed, but all maneuvers were unsuccessful, and death was confirmed in the operating room. The cause of death was reported as coronary occlusion originating from a native leaflet that detached during pre-dilation with the crystal balloon.

Manufacturer narrative:
Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that per the physician, the cause of death was the left coronary occlusion, and the valve can be excluded as a contributing cause.

Manufacturer narrative:
Image review: pre-implant computed tomography (CT) imaging provided from (B)(6) 2025. CT contains motion artifact/blurring ¿ please consider measurements estimates. Annulus perimeter is 65.3 mm and perimeter derived measures 20.8 mm suggesting a 26 mm evolut per sizing matrix. Aortic valve appears mildly calcified. Sinus of valsalva (sov) mean diameter is 26 mm with rcc and lcc to commissures measuring 27 mm. Sinus heights are within recommended range. Aortic root angle is 39°. Report review: case report provided from (B)(6) 2025. Annulus perimeter is 65.3 mm with a perimeter derived diameter of 20.8 mm suggesting 26 mm evolut per sizing matrix. Calcification seen in all leaflet borders. Sov mean diameter is 25.7 mm with all sinus to commissures measuring 27 mm. Sinus heights are within recommended range. Aortic root angle is 39°. Updated data: b5. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: h2 h3 h11 image review: intraprocedural fluoroscopic images were provided for review of the event. Fluoroscopic valve load inspection was not performed thus it is not possible to validate a good load. A pre balloon aortic valvuloplasty was performed prior to the valve implant. The valve was deployed in the left anterior oblique (lao) view at a depth of approximately 6 millimeter (mm) on the non-coronary cusp and 8mm on the left coronary cusp with evidence of flow to the left coronary artery. As stated in the instructions for use (IFU), the recommended target depth is 3 mm relative to the valve annulus. If the implant depth is 1 mm or >5 mm, consider recapture. In this case, the valve was released, and the subsequent angiogram revealed the absence of flow to the left coronary artery. It was reported that cardiopulmonary resuscitation efforts were initiated. Coronary re-access was achieved with a catheter and a guidewire, and a coronary stent was implanted. Final angiogram showed evidence that flow was restored; however, it was reported that the patient eventually died. Evidence supports that coronary occlusion was the most likely cause of death. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.